Event description:
The device was returned to the MFR for analysis, because the lead appeared to be broken.

Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.